Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states the byte treatment is not suitable for the patient. It was determined that the patient's lower canine is severely impacted and has very little root structure. Attempting to move this tooth without in-person supervision poses a significant risk, most notably the possibility of the tooth rupturing. The patient has other oral health issues that further complicate orthodontic treatment. Given these concerns, it is recommended that any orthodontic treatment be closely supervised and conducted in-person to avoid further complications.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.